Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. As the customer was loading another cartridge onto the pump, an inaccurate fill estimate was received. During troubleshooting with tandem technical support, an air bubble was found within the cannula and luer-lock. The customer had performed a system check using the current supplies on the pump and the cartridge appeared to be a possible cause of the last occlusion. A new cartridge was successfully loaded onto the pump. The customer's blood glucose (bg) level was 180 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer reported to have no further occlusion alarms.